Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 the patient presented with lumbar stenosis and underwent a bilateral transforaminal epidural injection l4-5. No patient complications were noted. On (B)(6) 2008, per the encounter notes, in 2006 it had been recommended that the patient undergo surgery however at that time the patient somewhat improved prior to the surgery and the surgery was cancelled. At this encounter the patient symptoms had appreciatively gotten worse and they presented for an epidural injection consult. A MRI showed a very severe spinal stenosis at l4-5 with grade 1 spondylolisthesis. On (B)(6) 2008 the patient presented for a pre-operative discussion. The patient reported that their walking ability had declined, that they had difficulty getting up and down stairs, the feeling of instability (¿wobbly¿), and the feeling of lack of coordination. The patient was unable to walk on heels or toes due to weakness and pain. The patient ambulated with a cane. Cervical x-rays were taken which showed no evidence of instability. There was a subtle c2¿3 spondylolisthesis and moderate degenerative disk disease at c5¿6 and c6¿7, with anterior bony spurring and loss of disk height. Impression: severe lumbar stenosis, with lower extremity weakness and pain and cervical spondylosis, without significant upper motor neuron impairment. The patient underwent labs which revealed elevated alt, ast , monocytes, and neutrophil and low lymphocyte levels. Medications: methadone, norco and valium. On (B)(6) 2008 the patient presented with pain radiating into the leg with weakness and difficulty walking. The patient had the preoperative diagnosis of sever lumbar radiculitis with severe spinal stenosis at l4-5 and l3-4 along with l4-5 degenerative spondylolisthesis with recalcitrant sciatica. The patient underwent surgery which consisted of a posterolateral fusion l3-4 and l4-5; posterior lumbar interbody fusion via right-sided t-lip approach l4-5; decompressive laminectomy and bilateral lateral recess decompression foraminotomy for neural element decompression l3-4, l4-5; posterior spinal instrumentation with gs medical titanium pellicle screw implants l3, l4, l5 bilateral; placement of peak interbody spacer l4-5; nuvasive monitoring; placement of infused bmp intra-discal and posterolateral; and harvest of local bone graft. Per the operative report ¿¿once we done this, we templated out to a 11mm peak interbody spacer, filled this with infuse, placed a sponge of infuse in the anterior third of the disk space then placed 6 ml of morselized bone graft, intradiskally tapped this in the anterior portion of the disk space, tapped in our peak interbody spacer, rotated it into oblique position..¿ it should be noted that ¿..the l-5 nerve roots bilaterally had significantly increased conduction amplitude with direct stimulation¿¿ no patient complications were noted. Intraoperative radiographic monitoring was utilized. The patient underwent an EKG which was normal. On (B)(6) 2008 the patient was transfer to a skilled nursing facility. On (B)(6) 2008 the patient presented with chronic back pain and bilateral leg numbness and was admitted to inpatient rehabilitation. The patient had some lower extremity edema and some small sacral skin tears. On (B)(6) 2008 the patient reduced methadone usage. On (B)(6) 2008 the patient was discharged from the nursing care facility. On (B)(6) 2008 the patient presented approx. 3.5 weeks post op, with improvement. The patient was utilizing a walker for ambulation but was improving in this area. The patient complained of numbness in his feet. The patient had reduced sensation in the l5 distribution bilaterally and continued to have substantial weakness in the lower extremities. X-rays showed good placement of intra-discal spacer and no evidence of loosening of instrumentation. Medications: norco, methadone, and lyrica (for numbness). On (B)(6) 2008 the patient presented , approx. 6 weeks post op., with complaints of swelling (managed with lasix) and improving pain levels. X-rays showed good alignment of implants. The patient was to start weaning off of narcotics and was given a prescription for a home tens unit. On (B)(6) 2008 the patient presented, approx. 3.5 mo. Post op, with improvements in back pain and stability. The patient reported having gone to the hospital after falling the week or so before and had a mild concussion with unconsciousness. At the time of the appointment the patient had residual right temple and check area ecchymosis. The patient also complained of clicking in their back and left hip and well as foot numbness. The patient had a myelopathic gait and utilized a cane for ambulation. Medications: methadone and norco. X-rays showed well placed pedicle screws and no evidence of loosening. On (B)(6) 2008 the patient presented with continued pain and difficulty walking. The patient underwent an emg/ncs which showed severe axonal neuropathy affecting the lower extremities without clear evidence for lumbar radiculopathy. Most likely long standing spinal stenosis. On (B)(6) 2008 the patient presented as being ¿somewhat well after surgery¿. The patient complained of issues with balance. Per the encounter notes the patient had undergone an emg of the lower extremities which had shown severe issues of axonal degeneration fairly consistent with a more central process. On (B)(6) 2008 a certificate of medical necessity for a transcutaneous electrical nerve stimulator (tens) was signed by a doctor for the patient for chronic intractable pain. On (B)(6) 2008 the patient presented with constant deep pain in hips, left > right. Per the encounters notes the patient stated they had undergone diagnostic testing with no pathology or problems noted relating to his hips. Numbness and swelling in the legs had decreased. The patient reported a dull ache in the back which seemed to be related to activities. X-rays demonstrated progression on interbody fusion with consolidation within the lateral recesses from l3 to l5. After careful examination the patient pain seemed to be located in the abdominal region rather than hip possible suggestive of an abnormal dilation of the abdominal aorta. On (B)(6) 2008 approx. 9 mo. Post op the patient presented with reduced pain but still had aching lumbar discomfort around the site of the incision. The patient¿s spastic gait seemed to be improving and there was an increase in strength. X-rays showed consolidation of fusion. On (B)(6) 2009 the patient presented with continuing constant pain in the lower back, increasing radicular pain in the lower extremities, persistent weakness, and a return of right gluteal pain. The patient was significantly tender to palpitation of the right gluteal bursa (right gluteal bursitis). X-rays showed solid fusion and no evidence of loosening or instability. The patient underwent a right gluteal bursa injection of cortisone. No patient complications were noted. On (B)(6) 2009 the patient presented with lower extremity pain and subjective weakness. The patient underwent an emg/ncs which showed severe axonal type of peripheral neuropathy as well as bilateral s1 nerve root irritation. On (B)(6) 2009 the patient presented with sciatica and underwent a caudal epidural injection. On (B)(6) 2009, reportedly, the patient presented with leg pain/sciatica and underwent a caudal epidural injection. No patient complications were noted. On (B)(6) 2009 the patient presented with unsteadiness on feet, and impressions of: bilateral persistent s1 radiculopathy and peripheral neuropathy. A-rays showed solid fusion and no evidence of loosening. A previous emg was noted as being positive for severe peripheral neuropathy and bilateral s1 ¿nerve root irritation.¿ per the encounter notes the patient reported they had received some relief for approx. 2 weeks after the last epidural injection. Also per the note the patient had severe swelling of legs when on lyrica and wanted to avoid that medication. Also the patient did not find neurontin helpful for bilateral calf and feet burning and tingling. On (B)(6) 2009 the patient presented with radiculitis and underwent a caudal epidural injection. On (B)(6) 2010 the patient presented with low back pain and peripheral neuropathy. The patient underwent a caudal epidural steroid injection. Per the encounter notes the patient experienced nausea. On (B)(6) 2010 the patient presented with difficulty walking, gait, cadence, strength and peripheral neuropathy. X-rays showed good aliment and no evidence of loosening. It was noted that the gait impairment appeared progressive. And also that there may be a need for a cervical and thoracic scan to see if there was upper motion neuron contribution. On (B)(6) 2010 the patient reportedly underwent a MRI which an interval laminectomy and posterior fusion at the l3 through l4 segments with placement of a prosthetic disk spacer at the l4-5 level. The previously noted l4-5 spondylolisthesis had improved from the prior study. There was interval development of moderate-severe central canal stenosis at the l2-3 disk level secondary to a broad-based posterior central disk protrusion, thickening of the ligamenta flavum and 2 mm retrolisthesis of l2 on l3. There was buckling of the nerve root proximal to this level suggesting nerve root impingement at the level of stenosis. On (B)(6) 2010 the patient presented, approx. 2yrs post op, with pain in low back, burning pain in legs, increased difficulty with walking gait, strength, and symptoms of peripheral neuropathy. Per the encounter notes x-rays showed good alignment of implants and no evidence of loosening. There was retrolisthesis of l2-3 at the level above the fusion. Impression: solid arthrodesis, peripheral neuropathy, and development of transition syndrome at l2-3 with severe central stenosis. Per the encounter notes the patient had undergone an emg which had shown evidence of peripheral neuropathy. It was thought that a significant amount of the pain and difficulty walking was dues to the severe stenosis. The patient expressed interest in an epidural injection. On (B)(6) 2010 the patient presented with fairly developed premature transition syndrome and overlapping symptoms of peripheral neuropathy. There was mild weakness and some burning sensory dysesthesias in the feet and loss of some proprioception consistent with mixed motor and neuropathic dysfunction. Per the encounter noted the patient was torn by the need for surgery. The doctors opined that they thought the patient would benefit from extending their fusion proximally. The patient wanted to try an epidural injection. On (B)(6) 2010 the patient presented with low back pain and lumbar spinal stenosis. The patient underwent bilateral l2-3 transforaminal epidural steroid injections. No patient complications were noted. (Note: a left l3-4 transforaminal epidural injection was aborted due to severe unforeseen calcifications.) On (B)(6) 2010 the patient presented with the impression of transition syndrome, status post l3-4 decompression and fusion; peripheral neuropathy; and partial interval relief from an epidural injection. On (B)(6) 2010 the patient presented with low back pain and lumbar spinal stenosis. The patient underwent bilateral l2-3 transforaminal epidural steroid injections. No patient complications were noted.